Manufacturer narrative:
The handpiece was received at the MFR for testing. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the handpiece overheats. The account advised this did not occur during a specific procedure. There was no pt involvement reported. There were no adverse consequences as a result of this event.